Manufacturer narrative:
(B)(4). Nonresorbable materials, unretrieved in body. The event is currently under investigation.

Event description:
The distal tip of the wire broke off and remained in the patient. Right cfa access secured with 5fr sheath (23cms), angiogram demonstrated popliteal occlusion at the level of the upper pole of the patella, numerous collaterals refilling the proximal and tp trunk with good 3 vessel run off in calf. Unable to initiate subintimal passage antegradely. Retrograde dorsalis accessed with micropuncture set and secured with a 4fr sheath. Subintimal passage initiated retrogradely in the above knee popliteal artery. The tip of the cto wire was stripped from the mandril when withdrawn and remains in the subintimal space of the popliteal artery. The occlusion was subsequently crossed retrogradely and angioplasty performed to 6mm and kissing balloons of the ata and tpt (tpt 4mm, ata 3mm) with suboptimal result. The above knee popliteal occlusion was stended with a 7 x 100mm stent and re-ballooned to 6mm. The ata and tpt were also reballooned with satisfactory result. Starclose for haemostasis. No immediate complications. (B)(4)